Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several incidents of high blood glucose levels. The customer's blood glucose level was 455 mg/dl. The customer treated manually. During troubleshooting, the customer found air bubbles in the tubing. The customer also found that the end of the cannula was bent and had an air bubble in it. The customer reviewed the alarm history and found a low reservoir alarm and a no delivery alarm. The customer was sent a tubing clamp and was advised to call back to complete the high pressure test. The customer was also sent replacement infusion sets. Nothing was returned for analysis.